Event description:
It was reported to philips that flexvision pc was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the flex vision pc was not booting up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that no images were displayed on the flex vision pc. The fse replaced the fru flex-pc ep/hd and kvm receiver and usb extenders, but the issue persists. On further troubleshooting, fse found that the issue is with host pc. To resolve the issue fse replaced the host pc and hdd. The defective parts were sent for analysis, for host pc malfunction was observed and the failed component was host pc dvd drive. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.